Event description:
Our representative is reporting to us that during an arthroscopic knee procedure with the use of an fms system for fluid management, the patient¿s knee joint became swollen to the point that their subpatella pouch ruptured, and the surgeon had to intervene to relieve the pressure. It appears, and the surgeon believes that the staff did not properly attach the day set tubing to the pump, which caused the fill chamber to over fill; also, they were using the fms duo as a solo. At the point that the fill chamber overfilled. The surgeon believes that the pump pressure went to 100, the knee became noticeably swollen, the surgeon used a spinal needle to penetrate another portal in the knee joint which allowed the excess fluid to exit and the swelling and compartment pressure to diminish; presumably it was at this point that the subpatella sack ruptured. They changed the day set tubing and completed the procedure successfully without further issue. The surgeon feels that the ruptured subpatella will repair itself on its own. Post-operatively, the tubing was examined at the facility and they could find no damage or any anomaly, also the pump worked fine during the procedure and has since performed without issue. Nothing being returned. [Event narrative is a combination of the original reps call in and a follow-up telephone conversation¿ (B)(4)]

Manufacturer narrative:
Our rep is reporting to us the following: the complaint tubing was evaluated post-operatively by the staff and the mitek rep and was found to be intact without damage or anomalies; a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The fms pump worked without issue, and, has since been in use without issue. Also, the pump is a duo model and was being used as a solo, which is not recommended. Both the surgeon and the rep believe that the root cause of the issue is staff set up error. Given that the complaint device was in good order and the pump functioned and continues to function as intended, we are attributing the reported incident to user error. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.